Event description:
It was reported by repair work order that the bed was not functioning. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the manual CPR release would not function and both brake pedals were damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Device evaluation and repair complete on the CPR release and brake pedals.